Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Summary of investigational findings: the imaging demonstrate a likely grade 3 perforation with two ivc filter legs interacting with the vertebral body, but it is difficult to confirm. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. As stated in the complaint report there was evidence of tricuspid, mitral, and aortic regurgitation as well as dilatation of the left atrium. None of these findings are attributed to the ivc filter, penetration or likely thrombosis, but rather due to the overall poor health status of the patient from an advanced underlying malignancy, atrial fibrillation, and renal failure. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to recent major bleeding in the past thirty days. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt was less than 6 degrees. There was no evidence of filter fracture, deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2015 (41 days post-procedure), the patient was diagnosed with a recurrent urinary tract infection (pseudomonas), clostridium difficile, moderate pleural effusions with interstitial edema, and atelectasis. Treatment included administration of multiple antibiotics and diuresis. An abdominal CT scan without contrast was performed during the diagnostic work-up. There were two grade 3 ivc filter legs that affected a vertebral body. There was no evidence of hemorrhage, hematoma, or other clinical finding at the perforation/puncture site. The lab noted the following: "non-contrast exam. This combined with retroperitoneal adenopathy precluded assessment of leg-wall interactions and filter tilt as definable walls could not be delineated in the ivc. Two exceptions. Two legs were clearly touching the vertebral body and thus were grade 3s and were marked as such."

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: the primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to recent major bleeding in the past thirty days. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. Using the right internal jugular vein as the access site, a celect&#59398;filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt was less than 6 degrees. There was no evidence of filter fracture, deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2015 (41 days post-procedure), the patient was diagnosed with a recurrent urinary tract infection (pseudomonas), clostridium difficile, moderate pleural effusions with interstitial edema, and atelectasis. Treatment included administration of multiple antibiotics and diuresis. An abdominal CT scan without contrast was performed during the diagnostic work-up. There were two grade 3 ivc filter legs that affected a vertebral body. There was no evidence of hemorrhage, hematoma, or other clinical finding at the perforation/puncture site. The lab noted the following: "non-contrast exam. This combined with retroperitoneal adenopathy precluded assessment of leg-wall interactions and filter tilt as definable walls could not be delineated in the ivc. Two exceptions. Two legs were clearly touching the vertebral body and thus were grade 3s and were marked as such."

Manufacturer narrative:
Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). Catalog# igtcfs-65-1-jug-celect-pt. (B)(6). (B)(4). Summary of investigational findings: the imaging demonstrate a likely grade 3 perforation with two ivc filter legs interacting with the vertebral body , but it is difficult to confirm. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. As stated in the complaint report there was evidence of tricuspid, mitral, and aortic regurgitation as well as dilatation of the left atrium. None of these findings are attributed to the ivc filter, penetration or likely thrombosis, but rather due to the overall poor health status of the patient from an advanced underlying malignancy, atrial fibrillation, and renal failure. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr140005 d4) catalog# igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 h6) patient code: 1987 - perforation of organs 2100 - thrombosis device code: 3191 - no code available for perforation of organs 1528 - difficult to remove summary of investigational findings: the imaging demonstrate a likely grade 3 perforation with two ivc filter legs interacting with the vertebral body , but it is difficult to confirm. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. As stated in the complaint report there was evidence of tricuspid, mitral, and aortic regurgitation as well as dilatation of the left atrium. None of these findings are attributed to the ivc filter, penetration or likely thrombosis, but rather due to the overall poor health status of the patient from an advanced underlying malignancy, atrial fibrillation, and renal failure. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: the primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to recent major bleeding in the past thirty days. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt was less than 6 degrees. There was no evidence of filter fracture, deformation, migration, extravasations of contrast, or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2015 (41 days post-procedure), the patient was diagnosed with a recurrent urinary tract infection (pseudomonas), clostridium difficile, moderate pleural effusions with interstitial edema, and atelectasis. Treatment included administration of multiple antibiotics and diuresis. An abdominal CT scan without contrast was performed during the diagnostic work-up. There were two grade 3 ivc filter legs that affected a vertebral body. There was no evidence of hemorrhage, hematoma, or other clinical finding at the perforation/puncture site. The lab noted the following: ¿non-contrast exam. This combined with retroperitoneal adenopathy precluded assessment of leg-wall interactions and filter tilt as definable walls could not be delineated in the ivc. Two exceptions. Two legs were clearly touching the vertebral body and thus were grade 3s and were marked as such.¿ additional information received 23jan2017 on (B)(6) 2016, retrieval venacavagram (141 days post-procedure): site: the filter was scheduled to be retrieved because it was no longer clinically needed. Filter legs did not appear outside the column of contrast before retrieval. Filter retrieval was attempted via the right internal jugular vein and ¿after [the] guidewire [was] removed and diagnostic inferior vena cavogram performed and rotational cavography confirmed moderate thrombus in the cone of the ivc filter > 25%.¿ the physician reported major difficulty attempting to retrieve the filter. The filter remains in the patient due to ¿thrombus in filter. Patient to continue anticoagulation.¿ patient outcome: no symptoms have been reported related to the two ivc filter legs with grade 3 interaction and the patient remains in the study. Additional information received 23jan2017 on (B)(6) 2016 (220 days post-procedure), the patient died. The cause of death was progressive lymphoma, determined by the attending physician¿s report.